Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could only be duplicated once during the evaluation process. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.